Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a metal burr adhered to the screw. The patient had a ulnar shortening osteotomy. When the surgeon inserted the screw after the shaving in the general procedure, the coiled metal piece was coming from the screw. The scrub nurse did not identify any problem when she opened the box. It was reported that the surgeon was questioning the inspection process. The shaving was successful in the operation procedure. The patient was reported having poor bone substance. The burr and screw was received and sent for testing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: additional evaluation was performed. The report indicates that the screw had the first seven pitches shown off from the tip direction. This resulted in which the material was shaved off from the screw. The examination of the burr material confirmed that this is pure titanium like it is with the screw. The insertion of that screw the burr got shaved away at the tip section. Further investigation regarding the manufacturing documents show conformity to the specifications. No product fault could be detected. Device was used for treatment, not diagnosis.